Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. On an unspecified date, the pump was programmed to deliver total parenteral nutrition (tpn). No specific programming parameters were provided. On an unspecified date and time, the delivery was started. After an unspecified length of time, it was reported that there was "no audible tone at end of infusion". There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pump was removed from clinical service. During testing at the user facility, the pump passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.